Event description:
Customer reported that the insulin pump returned a button error alarm and none of the keys were responding. Customer reported that the insulin pump had recently been exposed to humidity. Blood glucose level was 193 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive act and down buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. No moisture damage was noted inside of the insulin pump.